Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 1994. Revision surgery was performed on (B)(6), 2012 due to dislocation.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.the cup and liner for the same event were reported by warsaw orthopedics under report numbers: 1825034-2012-00904 / 00905.